Event description:
This lead was implanted on (B)(6) 2005 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 states that noise and pacing inhibition was seen when patient had to do manuevers. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).